Event description:
Unsterilized custom cranial implant was implanted in patient. Facility failed to sterilize implant. Per va national safety center, hospital staff confused our implant with a product from another manufacturer.